Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) c.tropicalis false positive occurred. Confirmatory testing was gram stain was gram negative bacilli and only s. Marcescens grew in culture. The following information was provided by the initial reporter: customer reports additional molecular fps. Occurrence # 3: 9/15/23. Sequence # 446594085842. Bactec sn: (B)(6). Bcid2, cat # rfit-asy-0147, lot# 2088722. Biofire was a dual positive - serratia marcescens and c. Tropicalis. Only s. Marcescens grew in culture. Gram stain was gram negative bacilli. No discrepant results reported. Confirmatory testing was gram stain and culture.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3130611 & 3145826. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) c.tropicalis false positive occurred. Confirmatory testing was gram stain was gram negative bacilli and only s. Marcescens grew in culture. The following information was provided by the initial reporter: customer reports additional molecular fps. Occurrence # 3: (B)(6) 2023. Sequence # 446594085842. Bactec sn: (B)(6). Bcid2, cat # rfit-asy-0147, lot# 2088722. Biofire was a dual positive - serratia marcescens and c. Tropicalis. Only s. Marcescens grew in culture. Gram stain was gram negative bacilli. No discrepant results reported. Confirmatory testing was gram stain and culture.